Manufacturer narrative:
For 12/15/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5035868. This is a follow-up to clarify with u.s. Department of health & human services for maude report# mw5035868. The maude report listed model# cfs22 lot# 1208109. Please note model has been confirmed with rep to match this incident. It was cff71 12x150mm kii fios advfix catalog # 101255901. The final report dated 08/07/2014 was responded this maude report.

Manufacturer narrative:
12/15/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5035868. Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Event description:
Lavh- "dr. (B)(6) was unable to deflate the balloon after several attempts. She stated that the 5mm came out without incident, but the 12mm was still inflated after removal from the patient."patient status: "stable"maude report: volun 06-may-2014: "trocar balloon would not deflated when being removed from pt."

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4). No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.